Manufacturer narrative:
(B)(4). Date sent: 3/11/2026. D4: batch #587d41. Additional information was requested, and the following was obtained: how was the device removed? Did the device eventually open? Was the device not able to be removed and subsequently the tissue was cut? No further information available. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with the anvil bent upwards and without reload present. No functional test was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. The device event log was reviewed. The log indicates that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished #ech60s, with lot/batch #a98a9f, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 587d41, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a low anterior resection procedure, the stapler was introduced via the trocar and fired (blue reload) and had a satisfactory with the staple line. Although, it was not possible to remove the stapler via the trocar since it was not possible anymore to fully close the stapler jaws. They eventually removed the stapler and inspection of the stapler showed no tissue or staples inside the jaws which could impede closure. They switched to the manual echelon (ec) to finish the procedure with a delay of five minutes. There was no patient consequence reported. No additional information was provided.